Event description:
It was reported that during set up for a tka cori assisted surgery one (1) real intelligence cori was giving an internal error immediately after the bur selection screen and did not allow the user to access the drill unlock screen. The issue persisted despite trying three different handpieces. The procedure was performed, without any delay, using a manual surgical technique. Since incident occurred before procedure; patient was not yet involved.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the real intelligence cori, part # rob10024, serial # (B)(6), used in surgery, was returned for evaluation. Nothing was visually identified to the reported problem. The cori console was powered on and booted to the start screen, the reported problem was confirmed. Software ri.knee-v3.0.4.0, idb 2.88 with both ukr and tka procedures were installed. A mock tka test case was preformed, and when reaching the burr selection state, an internal error occurred. This can be repeated using different drills. System log files provided were reviewed with the software support team. The reported problem was confirmed. An "internal error" occurred due to corruption in the handpiecesetting.json file. This corruption appears to be the result of missing parameters on one of the json entries. The most likely cause of the reported issue is a known software defect. A review of manufacturing records indicates the software met all specifications upon release into distribution. A complaint history review was performed by part number and similar complaints were identified. A review by lot/serial was performed and no similar complaints were identified. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Based on the investigation, the complaint is related to an existing software defect. The risk analysis shows that the risk profile is maintained. Based on the low risk of the associated defect, the defect has been deferred to be potentially addressed future releases. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.